Event description:
Harmonic handpiece (disposable single use component) is being reprocessed by ascent. Reprocessed ace 36p (laparoscopic harmonic handpiece was used by dr huang. During usage, the lining (white material) of the harmonic's jaw detached and stopped working.